Event description:
Following a ptca procedure, an angio-seal device was placed and hemostasis was achieved. The pt remained at bedrest until the next morning. After one to two hours of ambulation, bleeding was noted in the groin area. Manual compression was held for 30 minutes and hemostasis was again achieved. The pt was discharged with no further sequelae.